Event description:
Procedure type: esophagectomy. According to the reporter: the anvil could not be connected to the instrument. Surgery time was extended one hour, and eventually the devices were connected. There was some additional resection of tissue needed, however, no bleeding occurred. No further pt info is available.